Event description:
Covidien hysterolux hysteroscopic inflow tube set- packaging arrived with no lot#, no expiration date and no manufacture date listed. Product not used and returned to manufacturer. FDA safety report ID # (B)(4).